Manufacturer narrative:
Microscopic eval revealed significant wear on the inside surface of the button that faces the pusher and on the pusher itself. This indicates severe interaction at high rotational speeds between these two mechanisms which creates heat. Minor gear wear and debris also contributed to the heat up of the attachment head.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.